Event description:
An endurant stent graft system was implanted in the patient and a reliant balloon catheter was used for the endovascular treatment of a 66mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the upper proximal neck was 21mm in diameter and 27mm in diameter at the aneurysm entry. The neck length was 34mm. It was reported that during the index procedure and during the removal of the delivery system the distal tip got stuck on the bare stent. The physician tried to use a balloon; however, the situation did not improve. The guide wire was changed to another manufacturer¿s wire and then the distal tip was removed. During the deployment the physician deployed the stent graft with lower force which made the bare stent get entangled and turned over. The final angiography revealed a type ia endoleak. The physician decided to add a cuff and the endoleak was resolved. The physician noted that the cuff was implanted in waist shape. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak, inaccurate delivery). (Oversizing the bifurcate). (Cause is unknown).